Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic valve in the aortic position via valve-in-valve procedure. The implant duration of the disabled 21mm aortic valve at the time of the valve-in-valve intervention was thirteen (13) years, four (4) months, two (2) days. The reason for aortic valve-in-valve intervention was due to moderate aortic insufficiency secondary to failing aortic valve. Both devices remain implanted. The patient also underwent transcatheter valve-in-valve intervention in the mitral position during the procedure. There were no complications reported.

Manufacturer narrative:
Based on the information received the cause of the event cannot be conclusively determined; however, patient factors most likely contributed to the event. Refer to MDR report number 2015691-2016-01003 for additional information.

Event description:
Through follow up with the healthcare provider edwards learned patient underwent valve-in-valve procedure in the aortic position due to severe stenosis. The patient tolerated the procedure well and hemodynamics remained stable.